Event description:
Reportedly, during testing, the touch screen functioned intermittently and the screen was frozen. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).